Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
It was reported that the ventilator failed the check valve test during preventive maintenance. Log files have not been received for evaluation yet. Instructions were provided to update the software and to replace the valve. Investigation is ongoing.

Event description:
It was reported that the ventilator failed the check valve test during preventive maintenance. Log files have not been received for evaluation yet. Instructions were provided to update the software and to replace the valve. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, and h6 have been updated. The device failed the check valve test during preventive maintenance (service software), which means that there was no patient involvement. Consequently, the event did not cause or contribute to a death or serious injury. The check valve test is a service-level diagnostic performed during technical maintenance procedures. It is used to verify the integrity of the obstruction valve and flow path. This test is not part of the mandatory preoperational checks required before clinical use and is only accessible to trained service personnel. A failure in this test does not indicate a malfunction during clinical use, but rather serves to identify components that may require replacement during maintenance. The device's safety systems, including pre-use checks and leak tests, are designed to detect clinically relevant issues before the device is used on a patient.

Event description:
It was reported that the ventilator failed the check valve test during preventive maintenance. Log files have not been received for evaluation yet. Instructions were provided to update the software and to replace the valve. Investigation is ongoing.